Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 head, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with associated superior and posterior dislocation of the femoral head and eventual withdrawal of the femoral component with associated component rotation. A definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi report confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00-8114-001-10 item name cpt 12/14 size 1 cocr ext lot # 66481402. Ep-200150 item name act artic e1 hip brg 28x44mm lot # 66246658 . 110024464 item name g7 dual mobility liner 44mm f lot # 66310981. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 2 months and 13 days post implantation due to dislocation. The staff in emergency department attempted closed reduction unsuccessfully. This resulted in both the head dissociating from the dm bearing and the cpt stem migrating cranially out of the cement mantle. There is no additional information available at the time of this report.